Event description:
It was reported that a patient fell from an omega 3 table during placement onto the table prior to an exam. The facility's inhouse engineer later reported that the table lock slipped due to grease from the table stepper motor. User facility staff reported that patient did not receive significant injury.